Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the male luer connected to the stopcock is leaking. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The luer connection leaked when pressure tested at low pressures. The sample was within specification. During assembly, tie-bands seem to have been applied before the glue could set, causing the tubing to raise from the connector and cause leakage. The complaint will be included in associate awareness training. Terumo is no longer using this luer part in tubing packs. No lot number was reported; therefore, no device history record review was performed. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).